Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/14/2021. An investigation was conducted on 04/26/2021. Signs of clinical use and evidence of blood was observed on the btt body. There were no visual defects observed on the btt. A mechanical evaluation was conducted on the btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 25156067 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, co2 would not flow into the tunnel. The port is what malfunctioned. Another kit was opened to complete the procedure without incident. No patient injury.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, co2 would not flow into the tunnel. The port is what malfunctioned. Another kit was opened to complete the procedure without incident. No patient injury.